Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the electrodes do not adhere to the skin very well. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of t he electrodes. The customer has responded and indicated the electrode pads were discarded and are not available.